Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On 10-jan-2017: new reporters added. This is a legal case. Product indication; the previous reported event had the coils removed was amended to physical pain. Company causality comment: this spontaneous case report refers to a female plaintiff who essure (fallopian tube occlusion insert) inserted and experienced physical pain (previously reported as had the coils removed). This event is anticipated in the reference safety information for essure. Pain is a common occurrence within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2145, awareness date 31-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that it wasn't fair she feel like she lost 5 years of her life. She was an older parent to her youngest child but instead of being who she was prior to essure she started slowly deteriorating. She was active and she never had health issues. Consumer had a great sexual relationship with my husband. She had so many great things about her that essure stole from her. She finally had them "dam" coils removed but she will never feel the same again. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) removed. This event is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she started slowly deteriorating after essure insertion and also cited possible sexual disturbances. However, minimal information was provided and the exact reason for essure removal was not specified. Although limited information was given in this case; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.